Manufacturer narrative:
Date of event is unk. Per journal article, the procedure was performed between january 2006 and december 2007. Since the device was not returned for investigation and a lot number was not provided, a complete investigation could not be performed.

Event description:
Per journal article, it was reported one adult pt was readmitted to the hospital because of bleeding on postoperative day 8 following a tonsillectomy procedure and was successfully treated with bed rest, intravenous hydration, and antibiotics. The procedure was performed between january 2006 and december 2007.